Event description:
It was reported that pump experienced malfunction with code 16 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who confirmed pump was part of a field correction, completed required form on customer¿s behalf, provided pump reset instructions, and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and customer acknowledged and understood instructions.